Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose level (288 mg/dl). A correction bolus was delivered to treat the bg. Reportedly, the customer reverted to an alternate method insulin therapy.